Event description:
The customer, reported to olympus that while using this camera head, there was image but the image blinks and image noise occurred. The customer provided a video clip of the issue. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It is not known whether the device has been returned from the facility and since the results of reproducibility tests are not available, the reproducibility of the reported failure is unknown. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the reported failures were mentioned in the instruction for use (IFU). However, it was not possible to estimate from the results of the investigation whether the cause of the occurrence was caused by customer handling. Therefore, it was not possible to identify whether the description in the instruction manual was sufficient or not. The reported failure is addressed in the instructions for use: "endoscope image disappearance and freezing (warning) if the endoscopic image unexpectedly disappears or the freeze cannot be released during an examination, immediately stop using the endoscope and remove it from the patient in accordance with the warnings in "chapter 4: instructions for use. Continued use under such conditions may injure the patient, cause bleeding or perforation. The following must be strictly observed the endoscopic image may disappear unexpectedly during the examination or the freeze may not be released. Do not clean, disinfect, sterilize, or store this product with tweezers, forceps, or scalpels. There is a risk of puncturing the camera cable and damaging the electrical circuitry inside the product due to water leakage. Be very careful not to scratch the camera cable with sharp objects. Do not bump or drop this product. Water leakage may damage the electrical circuits inside the product. Connect the video connector to the otv-s7v when it is sufficiently dry, including the electrical contacts. Wet connection may cause malfunction. If the camera cable is curled up, do not pull it forcibly, but straighten it gradually. There is a possibility that the camera cable will break. Do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Doing so may cause the camera cable to break. When wiping the outer surface of the camera cable, do not squeeze the camera cable strongly. Doing so may cause the camera cable to break. Hold the camera head, not the camera cable, while operating the endoscope. There is a possibility that the camera cable may break. Do not secure the camera cable using a pair of pins or the like. There is a possibility that the camera cable may break." Olympus will continue to monitor the field performance of this device.

Event description:
The customer, reported to olympus that while using this camera head, there was image but the image blinks and image noise occurred. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.